Event description:
It was reported that during maintenance inspection on 01 apr 2024, returned loaner device was in need of repair. No patient involvement or impact. Inconsistent speed was found during the investigation. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H4 manufacture date: device manufactured prior to may 2009. Review of the most recent repair record determined the rpms were not in specification. The motor and worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.